Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair, the fast-fix 360 curved needle delivery system knot failed. Both anchors were left inside of the patient. A back-up device was available to complete the surgery. Neither significant delay nor patient injuries have been disclosed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. Reportedly, the knots broke during the procedure and both anchors were left in the joint. It was reported a backup device was used for fixation. No harm to the patient is being reported. Therefore, no further medical assessment is warranted based on the information provided.